Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp severe pelvic pain/pelvic pain/severe pain/ pain in right side/right sided pain/ persistent pelvic pain/persistent pain/ pain/ left pelvic pain"), mixed connective tissue disease ("mixed connective tissue disease"), autoimmune disorder ("autoimmune issues") and sjogren's syndrome ("sjogren's") in a 42-year-old female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation (for gallstones) in (B)(6) 2007, gravida ii, parity 2 (date of births: (B)(6) 1989 and (B)(6) 1994), palpitations, cholecystectomy in 2007, obstructive sleep apnea syndrome, hypothyroidism, dysfunctional uterine bleeding, esophagitis and colonoscopy in 2010. Patient was not allergic to nickel or any other component of essure. She had no complications during any of her pregnancies. Previously administered products included for birth control: depo from (B)(6) 2007 to (B)(6) 2008 and notrel 1/35 from 2003 to (B)(6) 2007; for anxiety: fluoxetine from 2004 to 2007; for acid reflux: pantoprazole 40mg; for ulcers: sucralfate 1 gm. Past adverse reactions to the above products included adverse drug reaction with depo. Concurrent conditions included psychiatric disorder nos, gerd, penicillin allergy, non-smoker, abstains from alcohol, irregular periods and polycystic ovarian syndrome. Family history included hyperlipidemia, hypertension, bladder cancer (father) and hyperlipidemia (mother). Concomitant products included pantoprazole for acid reflux (oesophageal) and meloxicam (mobic) and venlafaxine (effexor) for pain. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("dull, pounding, sharp migraines"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2010, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), appendix disorder ("appendix"), thyroid disorder ("thyroid issues"), device expulsion ("missing coil/no coil on x ray"), arthralgia ("aching, constant, sore and sharp joint pain/ knee pain"), pain of skin ("aching, constant, sore and sharp skin pain"), myalgia ("aching, constant, sore and sharp muscle pain"), pain in extremity ("toe pain"), back pain ("back pain"), headache ("headaches"), dental caries ("tooth decay"), pleural effusion ("pleural effusion"), joint range of motion decreased ("hallux rigidus of right big toe"), allergy to metals ("hypersensitivity reaction to nickel/ when I would wear jewelry I would get splotchy and itchy where it was touching") with rash, rash macular and pruritus generalised, dyspareunia ("pain with intercourse"), oral mucosal blistering ("episodes of blisters covering the roof of my mouth"), tachycardia ("tachycardia/ probably linked to sjogrens"), ulcer ("ulcers from mobic"), osteoarthritis ("osteoarthritis"), vitamin d decreased ("low vitamin d") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with diphenhydramine hydrochloride (benadryl), dicycloverine (dicyclomine), hydroxychloroquine phosphate (plaquenil), cyclobenzaprine hydrochloride (flexeril), tramadol, topiramate (topamax), duloxetine hydrochloride (cymbalta), cevimeline, duloxetine, metoprolol, levothyroxine, topiramate, surgery (vaginal hysterectomy, right oophorectomy, bilateral partial salpingectomy), surgery (6 crowns put on back teeth) and surgery (appendectomy on (B)(6) 2010). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, mixed connective tissue disease, autoimmune disorder, sjogren's syndrome, appendix disorder, thyroid disorder, device expulsion, arthralgia, pain of skin, myalgia, pain in extremity, back pain, headache, dental caries, migraine, pleural effusion, joint range of motion decreased, allergy to metals, dyspareunia, oral mucosal blistering, tachycardia, ulcer, osteoarthritis, vitamin d decreased and mental disorder outcome was unknown and the fibromyalgia was resolving. The reporter considered allergy to metals, appendix disorder, arthralgia, autoimmune disorder, back pain, dental caries, device expulsion, dyspareunia, fibromyalgia, headache, joint range of motion decreased, mental disorder, migraine, mixed connective tissue disease, myalgia, oral mucosal blistering, osteoarthritis, pain in extremity, pain of skin, pelvic pain, pleural effusion, sjogren's syndrome, tachycardia, thyroid disorder, ulcer and vitamin d decreased to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. She did not retain the essure or any portion of it after removal. Patient tolerated the removal procedure well. Diagnostic results: current weight as of (B)(6) 2017: 205 (unit unspecified). Approximate weight at the time of essure placement: 191 (unit unspecified). In (B)(6) 2008 (not sure of exact date but it was 3 months after placement) - hsg (hysterosalpingogram). She was also told that her tubes were completely blocked. Surgical pathology report on (B)(6) 2012. Gross description: received in formalin labeled with the patient's name and "uterus, right tube/ovary, left tube" is a 66.4 gram uterus with attached cervix and detached fallopian tube and ovary aggregating to 5.8 grams. The fallopian tubes are unoriented, fragmented, and detached from the ovary. Fallopian tube segment aggregates to 2.5 cm in length with an average diameter of 0.3 cm. The attached fimbriae are red brown and unremarkable. Fallopian tube segment 2 (both have black sutures on them) and aggregate to 3.5 cm in length with an average diameter of 0.3 cm. The attached fimbriae are unremarkable. On the largest segment of fallopian tube there is a white metal coil protruding out of it which is submitted for gross examination only. The previously described coil appears to extend throughout the entire lumen of the possible segment of fallopian tube. The ovary is disrupted, tan pink, and cerebriform, 3.0 x 1.5 x 1.0 cm. It is serially sectioned perpendicular to the long axis to show multiple multilocular cysts up to 1.2 cm filled with a clear watery fluid which is free of papillary excrescences. The remaining ovarian parenchyma away from the cyst is tan pink and unremarkable. The uterus is 7.5 cm in length and 3.5 x 2.0 cm from the fundic region. The serosa is unremarkable. The ectocervix is tan pink, smooth glistening, and 3.5 cm across with a 0.7 cm ragged cervical os. The endometrial cavity is 1.0 x 3.0 cm. The endometrial lining is pale, pink and less than 0.1 cm in average thickness. The myometrium is tan pink, homogenous, and 1.7 cm in average thickness with no distinct gross lesions identified. Sections are submitted as follows: block (1) fallopian tube and fimbriae 1 entirely submitted, block (2) fallopian tube and fimbriae 2 entirely submitted, block (3) representative right ovary including cyst, block (4) anterior cervix. Block (5) posterior cervix, block (6) anterior endometrium with myometrium, block (7) posterior endometrium with myometrium. (Ap/mgp). Radiology report CT abdomen and pelvis with contrast on (B)(6) 2012. Impression: no acute intra-abdominal finding, stable, probable small cysts of the right kidney and small right pleural effusion. CT pelvis finding on (B)(6) 2012. Impression: post recent hysterectomy, residual fluid in the pelvis could be related to this, some fat stranding is noted, consistent with component of inflammation. Abscess not demonstrated and diverticulosis of the colon. Concerning the injuries reported in this case, the following one/ones were reported via social media:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2018: pfs and social media received:event device dislocation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp severe pelvic pain/pelvic pain/severe pain/ pain in right side/right sided pain/ persistent pelvic pain/persistent pain/ pain/ left pelvic pain"), mixed connective tissue disease ("mixed connective tissue disease"), autoimmune disorder ("autoimmune issues") and sjogren's syndrome ("sjogren's") in a 42-year-old female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation (for gallstones) in june 2007, gravida ii, parity 2 (date of births: (B)(6) 1989 and (B)(6) 1994), palpitations, cholecystectomy in 2007, obstructive sleep apnea syndrome, hypothyroidism, dysfunctional uterine bleeding, esophagitis and colonoscopy in 2010. Patient was not allergic to nickel or any other component of essure. She had no complications during any of her pregnancies. Previously administered products included for birth control: depo from july 2007 to april 2008 and notrel 1/35 from 2003 to july 2007; for anxiety: fluoxetine from 2004 to 2007; for acid reflux: pantoprazole 40mg; for ulcers: sucralfate 1 gm. Past adverse reactions to the above products included adverse drug reaction with depo. Concurrent conditions included psychiatric disorder nos, gerd, penicillin allergy, non-smoker, abstains from alcohol, irregular periods and polycystic ovarian syndrome. Family history included hyperlipidemia, hypertension, bladder cancer (father) and hyperlipidemia (mother). Concomitant products included pantoprazole for acid reflux (oesophageal) and meloxicam (mobic) and venlafaxine (effexor) for pain. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("dull, pounding, sharp migraines"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), appendix disorder ("appendix"), thyroid disorder ("thyroid issues"), arthralgia ("aching, constant, sore and sharp joint pain/ knee pain"), pain of skin ("aching, constant, sore and sharp skin pain"), myalgia ("aching, constant, sore and sharp muscle pain"), pain in extremity ("toe pain"), back pain ("back pain"), headache ("headaches"), dental caries ("tooth decay"), pleural effusion ("pleural effusion"), joint range of motion decreased ("hallux rigidus of right big toe"), allergy to metals ("hypersensitivity reaction to nickel/ when I would wear jewelry I would get splotchy and itchy where it was touching") with rash, rash macular and pruritus generalised, dyspareunia ("pain with intercourse"), oral mucosal blistering ("episodes of blisters covering the roof of my mouth"), tachycardia ("tachycardia/ probably linked to sjogrens"), ulcer ("ulcers from mobic"), osteoarthritis ("osteoarthritis"), vitamin d decreased ("low vitamin d") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with diphenhydramine hydrochloride (benadryl), dicycloverine (dicyclomine), hydroxychloroquine phosphate (plaquenil), cyclobenzaprine hydrochloride (flexeril), tramadol, topiramate (topamax), duloxetine hydrochloride (cymbalta), cevimeline, duloxetine, metoprolol, levothyroxine, topiramate, surgery (vaginal hysterectomy, right oophorectomy, bilateral partial salpingectomy), surgery (6 crowns put on back teeth) and surgery (appendectomy on (B)(6) 2010). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, mixed connective tissue disease, autoimmune disorder, sjogren's syndrome, appendix disorder, thyroid disorder, arthralgia, pain of skin, myalgia, pain in extremity, back pain, headache, dental caries, migraine, pleural effusion, joint range of motion decreased, allergy to metals, dyspareunia, oral mucosal blistering, tachycardia, ulcer, osteoarthritis, vitamin d decreased and mental disorder outcome was unknown and the fibromyalgia was resolving. The reporter considered allergy to metals, appendix disorder, arthralgia, autoimmune disorder, back pain, dental caries, dyspareunia, fibromyalgia, headache, joint range of motion decreased, mental disorder, migraine, mixed connective tissue disease, myalgia, oral mucosal blistering, osteoarthritis, pain in extremity, pain of skin, pelvic pain, pleural effusion, sjogren's syndrome, tachycardia, thyroid disorder, ulcer and vitamin d decreased to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. She did not retain the essure or any portion of it after removal. Patient tolerated the removal procedure well. Diagnostic results: current weight as of (B)(6) 2017: 205 (unit unspecified). Approximate weight at the time of essure placement: 191 (unit unspecified). In (B)(6) 2008 (not sure of exact date but it was 3 months after placement) - hsg (hysterosalpingogram). She was also told that her tubes were completely blocked. Surgical pathology report on (B)(6) 2012. Gross description: received in formalin labeled with the patient's name and "uterus, right tube/ovary, left tube" is a 66.4 gram uterus with attached cervix and detached fallopian tube and ovary aggregating to 5.8 grams. The fallopian tubes are unoriented, fragmented, and detached from the ovary. Fallopian tube segment aggregates to 2.5 cm in length with an average diameter of 0.3 cm. The attached fimbriae are red brown and unremarkable. Fallopian tube segment 2 (both have black sutures on them) and aggregate to 3.5 cm in length with an average diameter of 0.3 cm. The attached fimbriae are unremarkable. On the largest segment of fallopian tube there is a white metal coil protruding out of it which is submitted for gross examination only. The previously described coil appears to extend throughout the entire lumen of the possible segment of fallopian tube. The ovary is disrupted, tan pink, and cerebriform, 3.0 x 1.5 x 1.0 cm. It is serially sectioned perpendicular to the long axis to show multiple multilocular cysts up to 1.2 cm filled with a clear watery fluid which is free of papillary excrescences. The remaining ovarian parenchyma away from the cyst is tan pink and unremarkable. The uterus is 7.5 cm in length and 3.5 x 2.0 cm from the fundic region. The serosa is unremarkable. The ectocervix is tan pink, smooth glistening, and 3.5 cm across with a 0.7 cm ragged cervical os. The endometrial cavity is 1.0 x 3.0 cm. The endometrial lining is pale, pink and less than 0.1 cm in average thickness. The myometrium is tan pink, homogenous, and 1.7 cm in average thickness with no distinct gross lesions identified. Sections are submitted as follows: block (1) fallopian tube and fimbriae 1 entirely submitted, block (2) fallopian tube and fimbriae 2 entirely submitted, block (3) representative right ovary including cyst, block (4) anterior cervix. Block (5) posterior cervix, block (6) anterior endometrium with myometrium, block (7) posterior endometrium with myometrium. (Ap/mgp). Radiology report CT abdomen and pelvis with contrast on (B)(6) 2012. Impression: no acute intra-abdominal finding, stable, probable small cysts of the right kidney and small right pleural effusion. CT pelvis finding on (B)(6) 2012. Impression: post recent hysterectomy, residual fluid in the pelvis could be related to this, some fat stranding is noted, consistent with component of inflammation. Abscess not demonstrated and diverticulosis of the colon. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp severe pelvic pain/pelvic pain/severe pain/ pain in right side/right sided pain/ persistent pelvic pain/persistent pain/ pain/ left pelvic pain"), mixed connective tissue disease ("mixed connective tissue disease"), autoimmune disorder ("autoimmune issues") and sjogren's syndrome ("sjogren's") in a (B)(6) female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation (for gallstones) in (B)(6) 2007, gravida ii, parity 2 ((B)(6), palpitations, cholecystectomy in 2007, obstructive sleep apnea syndrome, hypothyroidism, dysfunctional uterine bleeding, esophagitis and colonoscopy in 2010. Patient was not allergic to nickel or any other component of essure. She had no complications during any of her pregnancies. Previously administered products included for birth control: depo from (B)(6) 2007 to (B)(6) 2008 and notrel 1/35 from 2003 to (B)(6) 2007; for anxiety: fluoxetine from 2004 to 2007; for acid reflux: pantoprazole 40 mg; for ulcers: sucralfate 1 gm. Past adverse reactions to the above products included adverse drug reaction with depo. Concurrent conditions included psychiatric disorder nos, gerd, penicillin allergy, non-smoker, abstains from alcohol, irregular periods and polycystic ovarian syndrome. Family history included hyperlipidemia, hypertension, bladder cancer (father) and hyperlipidemia (mother). Concomitant products included pantoprazole for acid reflux (oesophageal) and meloxicam (mobic) and venlafaxine (effexor) for pain. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("dull, pounding, sharp migraines"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), appendix disorder ("appendix"), thyroid disorder ("thyroid issues"), arthralgia ("aching, constant, sore and sharp joint pain/ knee pain"), pain of skin ("aching, constant, sore and sharp skin pain"), myalgia ("aching, constant, sore and sharp muscle pain"), pain in extremity ("toe pain"), back pain ("back pain"), headache ("headaches"), dental caries ("tooth decay"), pleural effusion ("pleural effusion"), joint range of motion decreased ("hallux rigidus of right big toe"), allergy to metals ("hypersensitivity reaction to nickel/ when I would wear jewelry I would get splotchy and itchy where it was touching") with rash, rash macular and pruritus, dyspareunia ("pain with intercourse"), oral mucosal blistering ("episodes of blisters covering the roof of my mouth"), tachycardia ("tachycardia/ probably linked to sjogrens"), ulcer ("ulcers from mobic"), osteoarthritis ("osteoarthritis"), vitamin d decreased ("low vitamin d") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with diphenhydramine hydrochloride (benadryl), dicycloverin (dicyclomine), hydroxychloroquine phosphate (plaquenil), cyclobenzaprine hydrochloride (flexeril), tramadol, topiramate (topamax), duloxetine hydrochloride (cymbalta), cevimeline, duloxetine, metoprolol, levothyroxine, topiramate, surgery (vaginal hysterectomy, right oophorectomy, bilateral partial salpingectomy), surgery (6 crowns put on back teeth) and surgery (appendectomy on (B)(6) 2010). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, mixed connective tissue disease, autoimmune disorder, sjogren's syndrome, appendix disorder, thyroid disorder, arthralgia, pain of skin, myalgia, pain in extremity, back pain, headache, dental caries, migraine, pleural effusion, joint range of motion decreased, allergy to metals, dyspareunia, oral mucosal blistering, tachycardia, ulcer, osteoarthritis, vitamin d decreased and mental disorder outcome was unknown and the fibromyalgia was resolving. The reporter considered allergy to metals, appendix disorder, arthralgia, autoimmune disorder, back pain, dental caries, dyspareunia, fibromyalgia, headache, joint range of motion decreased, mental disorder, migraine, mixed connective tissue disease, myalgia, oral mucosal blistering, osteoarthritis, pain in extremity, pain of skin, pelvic pain, pleural effusion, sjogren's syndrome, tachycardia, thyroid disorder, ulcer and vitamin d decreased to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. She did not retain the essure or any portion of it after removal. Patient tolerated the removal procedure well. Diagnostic results: current weight as of (B)(6) 2017: (B)(6) (unit unspecified). Approximate weight at the time of essure placement: (B)(6) (unit unspecified). In (B)(6) 2008 (not sure of exact date but it was 3 months after placement) - hsg (hysterosalpingogram). She was also told that her tubes were completely blocked. Surgical pathology report on (B)(6) 2012. Gross description: received in formalin labeled with the patient's name and "uterus, right tube/ovary, left tube" is a 66.4 gram uterus with attached cervix and detached fallopian tube and ovary aggregating to 5.8 grams. The fallopian tubes are unoriented, fragmented, and detached from the ovary. Fallopian tube segment aggregates to 2.5 cm in length with an average diameter of 0.3 cm. The attached fimbriae are red brown and unremarkable. Fallopian tube segment 2 (both have black sutures on them) and aggregate to 3.5 cm in length with an average diameter of 0.3 cm. The attached fimbriae are unremarkable. On the largest segment of fallopian tube there is a white metal coil protruding out of it which is submitted for gross examination only. The previously described coil appears to extend throughout the entire lumen of the possible segment of fallopian tube. The ovary is disrupted, tan pink, and cerebriform, 3.0 x 1.5 x 1.0 cm. It is serially sectioned perpendicular to the long axis to show multiple multilocular cysts up to 1.2 cm filled with a clear watery fluid which is free of papillary excrescences. The remaining ovarian parenchyma away from the cyst is tan pink and unremarkable. The uterus is 7.5 cm in length and 3.5 x 2.0 cm from the fundic region. The serosa is unremarkable. The ectocervix is tan pink, smooth glistening, and 3.5 cm across with a 0.7 cm ragged cervical os. The endometrial cavity is 1.0 x 3.0 cm. The endometrial lining is pale, pink and less than 0.1 cm in average thickness. The myometrium is tan pink, homogenous, and 1.7 cm in average thickness with no distinct gross lesions identified. Sections are submitted as follows: block (1) fallopian tube and fimbriae 1 entirely submitted, block (2) fallopian tube and fimbriae 2 entirely submitted, block (3) representative right ovary including cyst, block (4) anterior cervix. Block (5) posterior cervix, block (6) anterior endometrium with myometrium, block (7) posterior endometrium with myometrium. (Ap/mgp). Radiology report CT abdomen and pelvis with contrast on (B)(6) 2012. Impression: no acute intra-abdominal finding, stable, probable small cysts of the right kidney and small right pleural effusion. CT pelvis finding on (B)(6) 2012. Impression: post recent hysterectomy, residual fluid in the pelvis could be related to this, some fat stranding is noted, consistent with component of inflammation. Abscess not demonstrated and diverticulosis of the colon. Most recent follow-up information incorporated above includes: on 22-nov-2017: plaintiff fact sheet and medical record received. Reporter information updated, case became legal and medically confirmed. Patient demographic information, relevant history and lab data added. Essure lot number 626218, indication, stop date (B)(6) 2012 added and start date updated from (B)(6) 2008 to (B)(6) 2008. Event severe and permanent injuries was replaced with sharp severe pelvic pain/pelvic pain/severe pain/ pain in right side/right sided pain/ persistent pelvic pain/persistent pain/ pain/ left pelvic pain, appendix, thyroid issues, fibromyalgia, mixed connective tissue disease, aching, constant, sore and sharp joint pain/ knee pain, aching, constant, sore and sharp skin pain, aching, constant, sore and sharp muscle pain, toe pain, back pain, headaches, sjogren's, tooth decay, dull, pounding, sharp migraines, pleural effusion, hallux rigidus of right big toe, hypersensitivity reaction to nickel/ when I would wear jewelry I would get splotchy and itchy where it was touching, pain with intercourse, episodes of blisters covering the roof of my mouth, tachycardia/ probably linked to sjogrens, ulcers from mobic, osteoarthritis, low vitamin d, essure caused or aggravated any psychiatric and/or psychological condition and autoimmune issues. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.